Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify time anomaly due to blank display. Insulin pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 86 mg/dl. Battery cap was not damaged. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.